Manufacturer narrative:
(B)(6). (B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent an implant of a baerveldt shunt on (B)(6) 2012. During a follow-up examination on (B)(6) 2012, the physician cut the tube of the shunt while removing the sutures by mistake. It was stated that the shunt was explanted on the same day and a new baerveldt shunt was implanted. In addition it was stated that the serial number was unknown and that the shunt had been disposed by the customer. No patient injury was reported. No additional information was provided.